Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded up and down keypad traces. The keypad overlay had weak adhesive bond. No pump reacting on its own noted.

Event description:
The customer's mother reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.